Event description:
Received report from biomed that device infused too quickly. Two pump modules and a pc unit were in use at the time. It is unknown which pump module was involved in the over infusion. There was no patient harm or medical intervention. Customer stated no additional patient or event details are available.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.